Event description:
A customer reported obtaining unexpected negative results on galileo echo (B)(4).

Manufacturer narrative:
An immucor technical support specialist reviewed the image result files. All cells were visually negative as reported by the echo. There were no errors identified on the days of testing. Quality control and other samples tested on same day and around the same time reacted as expected. Unexpected reactivity may have been due to a sample related issue. It appears that the antibody may have been at the limit of detection since negative results were obtained on the echo and microscopic positive results were obtained in tube. The following limitation is stated in the package insert: "weak examples of clinically relevant antibodies may fail to react by capture-r ready screen, even though the antibodies are detected by an alternative technique. . . . No one test method is capable of detecting all antibodies."